Event description:
It was reported that an alarm 2 occurred, followed by alarm 26, indicating an occlusion issue. The customer's blood glucose level did not exceed 500 mg/dl, confirming there was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to perform several corrective actions, including disconnecting and tightening the tubing, delivering boluses, and loading a new cartridge onto the pump. The bolus was successfully completed, and the customer was advised to replace supplies as necessary and resume insulin. Additional follow-up was requested for further assistance.